Manufacturer narrative:
Corrected: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, following deployment, the patient was hypotensive. Medication was administered and cardiopulmonary resuscitation (CPR) was performed to circulate the medication. The patient was moved to the intensive care unit (ICU) and subsequently started decompensating. It was noted that the patient had a left ventricle perforation that had resulted in pericardial effusion. It was reported that the guidewire had caused the perforation. The type of guidewire was unknown. Surgical intervention was performed to repair the left ventricle. Following surgery, the patient returned to the ICU. Later that day, the patient expired. The cause of death was not reported.

Manufacturer narrative:
Continuation of d10:  product ID: gwbc30 (unknown serial/lot); product type: 0193-guidewire; implant date n/a; explant date n/a product ID d-evolutfx-2329 (unknow serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.